Event description:
It was reported to boston scientific corporation that the endostat ii electrosurgical generator was not working in the bipolar mode. The device was not used in the procedure. Another endostat ii electrosurgical generator was used to complete the procedure.

Manufacturer narrative:
The device manufacture date is unknown. A mechanical eval noted that all knobs and switches appeared to function properly. An electrical eval of the returned generator noted that the power output was high in the cut mode, coag mode and blend mode and that there was no output in the bipolar mode. Further troubleshooting established that an electrical lead was broken. After the circuit board was replaced, the generator was calibrated and subsequently passed all required electrical testing.